Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient's stated her catheter had broken and she clamped it off. During a follow up call to the patient on (B)(4) 2010, the patient indicated she initially felt wetness and noticed that her transfer set had completely come apart from the catheter. The patient stated she has had leaks in the transfer set and the nurse has repaired the catheter. The transfer set was replaced however the patient experienced peritonitis. The transfer set did not malfunction, but the came apart. During a follow up call, the facility nurse indicated the peritonitis in (B)(6) was related to a disconnect with the transfer set and hole in the catheter and unrelated to any baxter product or dianeal solution. The catheter was repaired and the patient treated for peritonitis. The date of the peritonitis is unknown. Cultures were taken but the sample was contaminated and repeat cultures were not done. The nurse indicated the culture results were mixed skin flora. The patient was treated with unknown antibiotics for an unknown length of therapy. The peritonitis has resolved and the patient outcome was good. The patient remains on peritoneal dialysis (pd) therapy. The patient also stated she was instructed by her nurse to order a new blood pressure cuff with a memory, however, the patient received the incorrect product. Referenced complaint, (B)(4) addresses the issue with the blood pressure cuff.

Manufacturer narrative:
(B)(4). The sample was not returned therefore no evaluation was performed.